Manufacturer narrative:
(B)(4).

Event description:
The patient lost stimulation over the weekend even though the ins was fully charged. A power on reset (por) occurred, ox200 code displayed. The por was cleared. Additional information has been requested.